Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed the continuity resistance test per (B)(4); and found that the sensor failed per specifications.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 46 mg/dl and a blood glucose of 151 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was replaced and returned for analysis.